Event description:
Treatments to the right and left lobes of the liver in 9/04 and 11/04, respectively. Developed chills and fever after second treatment. Admitted 22 days later, received antibiotic therapy (primaxin and gentamicin, changed to vancomycin and levaquin plus flagyl). CT scan 4 days later showed poorly defined mass in liver hilum, several focal areas of decreased density in liver and hilum and 3cm mass in posterior inferior tip of right lobe compatible with metastatic disease. Also a 2 cm nodule posteriorly in the right lobe and a 1.5cm mass on the left lobe and several poorly defined areas of decreased attenuation. Discharged after one week, remaining on vancomycin. Symptoms improved on follow-up visit 12/04. CT scan was compatible with right lobe abscesses. Largest abscess cultured and drain left in place with continued antibiotic treatment.